Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available.

Event description:
The customer observed a falsely decreased alinity c creatine kinase result for one 13-year-old patient. The low result was not reported. The following data was provided (customer¿s reference range is 29-200 u/l): sid (B)(6) processed on(B)(6) 2026 initial result was 576 with dilution. Repeat result = 5993 u/l there was no impact to patient management reported.

Event description:
The customer observed a falsely decreased alinity c creatine kinase result for one 13-year-old patient. The low result was not reported. The following data was provided (customer¿s reference range is 29-200 u/l): sid (B)(6) processed on (B)(6) 2026 initial result was 576 with dilution. Repeat result = 5993 u/l there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review, labeling review and device history record review. The customer reported event was resolved by replacing the saline pack. Quality controls were within range using the same lot of reagent. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Ticket trending review for the alinity c creatine kinase reagent did not identify any related trends. Device history record review did not identify any non-conformances or deviations associated with the complaint lot and the complaint issue. Labeling was reviewed and was found to address the customer reported event. Based on the investigation, no systemic issue or deficiency with the alinity c creatine kinase lot 72387un25 was identified.